Event description:
The patient reported a low blood glucose incident where her sensor showed an incorrect reading, leading to an insulin overdose and a call to 911. The patient's blood glucose (bg) values dropped to 52 mg/dl. We have followed up with the patient and made our 3 due diligence attempts with no new information. If new information becomes available, we will supplement the report.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: l2+. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.